Event description:
The customer contacted physio-control to report that their device's display went blank multiple times while it was being used to monitor a patient and when they pressed the code summary button. This can be indicative of a loss of power or inappropriate device reset. As a result, defibrillation therapy may be delayed or unavailable, if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and found that there was some patient information in the records. The patient was a 72 year old female. Sections a2 and a3 have been updated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify there was a power off/on sequence. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the report issue could not be determined.

Event description:
The customer contacted physio-control to report that their device's display went blank multiple times while it was being used to monitor a patient and when they pressed the code summary button. This can be indicative of a loss of power or inappropriate device reset. As a result, defibrillation therapy may be delayed or unavailable, if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.